Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The non-calcified, moderately tortuous target lesion was located in the proximal right coronary artery (rca) and had 75% in-stent restenosis from an unknown size non-bsc stent. After predilating the lesion, a 3.00 x 12 mm taxus drug-eluting stent (des) was advanced but could not cross the proximal portion of the previously placed non-bsc stent. The physician felt that the taxus device might get stuck on the previously placed stent and as he removed the taxus device from inside the patient and the stent dislodged at the ostium of the proximal rca. The stent did not migrate in the body and it was successfully removed with a snare. The procedure was completed with an unknown size non-bsc stent. No additional patient complications were reported and the patient's current condition is listed as "good".